Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 38.4, 27.1, 19.7, 9.2 mmol/l meter to lab. Tests were done within 20 minutes with a difference of 60%. Pt did not experience any adverse events. No further info has been reported.